Event description:
It was reported that when placing device, the anchor dislodged and broke. The procedure was a bladder neck suspension using a transvaginal technique.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.